Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2278352, d.4. Medical device expiration date: 30-sep-2027, h.4. Device manufacture date: 05-oct-2022; d.4. Medical device lot #: 2278357, d.4. Medical device expiration date: 30-sep-2027, h.4. Device manufacture date: 05-oct-2022; h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd plastipak¿ luer-lok¿ tip syringes from lots 2278352 and 2278357 had silicone-like residue in them. The following information was provided by the initial reporter, translated from dutch: "I would like to report that we have found that some empty 3 ml ll syringes seem to contain a trace of a 'greasy' residue (silicone). When pulling out the plunger, we see 'threads' forming from this liquid. Quite a few other syringes from the same lots were randomly opened, but we could not find the residue in them. Since we open the syringes for sterile preparations beforehand in the laf cabinet, we are not 100% sure which lot is involved since we opened two different lots. The two potentially affected lots are 2278352 and 2278357."

Manufacturer narrative:
Investigation summary: three samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that two out of the three samples had excessive silicone stringing from the barrel roof against the stopper. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Potential root cause for the excessive silicone defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified amount of bd plastipak¿ luer-lok¿ tip syringes from lots 2278352 and 2278357 had silicone-like residue in them. The following information was provided by the initial reporter, translated from dutch: "I would like to report that we have found that some empty 3 ml ll syringes seem to contain a trace of a 'greasy' residue (silicone?). When pulling out the plunger, we see 'threads' forming from this liquid. Quite a few other syringes from the same lots were randomly opened, but we could not find the residue in them. Since we open the syringes for sterile preparations beforehand in the laf cabinet, we are not 100% sure which lot is involved since we opened two different lots. The two potentially affected lots are 2278352 and 2278357."